Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2023, a patient presented with grade 4 mixed mitral regurgitation for a mitraclip procedure. 3 mitraclips were successfully implanted. The mr was reduced to grade 2 post procedure. On (B)(6) 2025, the patient had been hospitalized and required resuscitation due to cardiac arrest. Per imaging, one of the three implanted clips had embolized into the proximal right coronary artery (rca). Snare was attempted to remove the clip; however this was not successful. An aortic valve replacement (avr) was performed. Per physician, the avr was unrelated to the clip malfunction. Patient was reported to be in critical condition. On (B)(6) 2025, patient underwent mitral valve replacement surgery, however the clip remains in the rca. Per physician, the clip embolization may be due to disease progression/barlow valve anatomy. The patient is in stable condition. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation determined the reported expulsion (ccd) appears to be related to patient conditions due to disease progression/barlow valve anatomy. The reported patient effect of embolism and cardiac arrest appear to be due to the clip expulsion. The foreign body in patient was due to the embolism. Cardiac arrest and embolism are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization, unexpected medical interventions, and surgical intervention were results of case specific circumstances as the patient returned to the hospital, resuscitation was provided, snare was attempted to remove the embolized clip, and the patient underwent mitral valve replacement. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
On (B)(6) 2023, a patient presented with grade 4 mixed mitral regurgitation for a mitraclip procedure. 3 mitraclips were successfully implanted. The mr was reduced to grade 2 post procedure. On (B)(6) 2025, the patient had been hospitalized and required resuscitation due to cardiac arrest. Per imaging, one of the three implanted clips had embolized into the proximal right coronary artery (rca). Snare was attempted to remove the clip; however, this was not successful. An aortic valve replacement (avr) was performed. Per physician, the avr was unrelated to the clip malfunction. Patient was reported to be in critical condition. On (B)(6) 2025, patient underwent mitral valve replacement surgery, however the clip remains in the rca. Per physician, the clip embolization may be due to disease progression/barlow valve anatomy. The patient is in stable condition. No additional information was provided.